Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that two days following the implant of this transcatheter bioprosthetic valve, a second valve was implanted valve-in-valve due to moderate/severe central aortic regurgitation. No adverse patient effects were reported.